Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the cutter did not cut. Aspiration condition is unknown. Patient outcome is unknown. Additional information received clarified that cutter issue was due to the defective valve in an ophthalmic operating console during a vitrectomy surgery. The surgery was completed without any harm to the patient.

Manufacturer narrative:
The company service representative, examined the system. Confirmed and replicated the reported event. The nonconforming pneumatics cable connector was replaced. It cannot be determined, how this component became nonconforming. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming pneumatics cable connector. It cannot be determined, how this component became nonconforming. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).